Manufacturer narrative:
The customer's complaint that the lcd on the autopulse platform (sn (B)(6)) was unreadable, blank, and had lines running through it was confirmed during the functional testing. The root cause of the reported complaint was a defective processor board and lcd screen. Upon powering up the autopulse platform for functional testing, the lcd was blank and generated a continuous clicking noise, confirming the reported complaint. The processor board and lcd were replaced to address the reported complaint. After replacing the parts, the autopulse platform was subjected to a run-in test with instrumented manikin and lrtf (large resuscitation test fixture) for approximately 15 minutes each, and the platform functioned as intended. Following service, the brake gap inspection was performed, and it was verified that the brake gap was within the specification. The autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During a routine morning check, the customer observed that the lcd on the autopulse platform (sn (B)(6)) was unreadable. It was blank and had lines running through it. No patient involvement.